Manufacturer narrative:
The reported issue of the autopulse displayed ua12 (lifeband not present) error message was not confirmed during the initial functional testing however was confirmed in archive review data. The likely root cause of the issue could be due to the lifeband was not properly installed. Visual inspection was performed and noted no damage upon receipt. Archive review showed numerous faults of ua12 on the reported event date of (B)(6) 2017. Functional testing passed with no issue or faults observed. In addition, the lifeband clip detect switch was evaluated and was found functioning properly with no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during the demo preparation, the autopulse displayed ua12 (lifeband not present) error message. No patient involvement on this event.